Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) medical center. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the airway mobilescope forceps channel was not being brushed up to now (the customer has not been cleaning the devices per olympus IFU). The issue occurred during reprocessing. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Device was not returned for evaluation and could not be evaluated. A definitive root cause could not be identified. Based on the investigation results, it was determined that the event in concern is a known event that has undergone risk analysis and therefore determined that further escalation is unnecessary. Olympus will continue to monitor field performance for this device.

Event description:
No new additional information received from the customer.